Event description:
It was reported during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, calcified, target lesion was in the mid portion of the moderately tortuous right coronary artery (rca). The physician had selected and attempted to advance a 3.0x24mm taxus express2 drug eluting stent to the target lesion, but it was not able to cross to the lesion. The physician attempted to withdraw the device from the patient's body when the stent got caught on the tip of the mach 1 guide catheter. Therefore, the taxus express2 des and mach 1 guide catheter were removed from the patient as a single unit. The proximal edge of the stent was "lifted up". The procedure was completed with another 3.0x24mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
.